Event description:
An ambulance svc affiliated with the hosp was using the device to treat a pt. Reportedly, the defibrillator charged, but would not deliver energy to the pt. The pt was not resuscitated. The facility was unaware of any relationship to pt outcome from the reported event.